Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1/31/2024, it was reported by a sales representative via email that the drill bit from an ar-3638dhc-2 knotless hip fibertak disposables kit snapped off in a patient while drilling for the third anchor. The fragment was stuck in soft tissue, which required the surgeon to complete the case as an open procedure. Additional information received on 2/15/2024: this was discovered during a hip labral repair procedure on (B)(6) 2024. After the drill bit broke off on soft tissue, the case was continued as normal. Then the surgeon proceeded to an open procedure after closing the capsule. And an additional open incision was created, and the broken piece was removed. The case was delayed approximately an hour.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error, specifically, misaligning the insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.